Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this has been a gradual rise over time. Reprograming of the device and a potential commanded shock were discussed. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this has been a gradual rise over time. Reprograming of the device and a potential commanded shock were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the helix housing, shocking coil and outer insulation of the distal segment returned. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the helix housing, shocking coil and outer insulation of the distal segment returned. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this has been a gradual rise over time. Reprograming of the device and a potential commanded shock were discussed. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.